Event description:
It was reported that the lead had dislodged. Patient was asymptomatic at that time. Capture anomaly and undersensing were also noted. Lead revision was performed successfully. Lead was explanted.

Manufacturer narrative:
This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Evaluation description: the reported field events could not be confirmed. The damage found was sustained during the surgical procedure. The lead was otherwise normal. (B)(4).